Event description:
On 28-jan-2026, it was reported by a sales representative via (B)(4) that an ar-6480 dw arthroscopy pump had no suction and was having issues with the outflow and inflow main tubings. This was discovered during a procedure with no patient harm. The case was completed with another device. Additional information provided 03-feb-2026: it was further reported this was discovered during a shoulder scope procedure with no patient harm. No extravasation or overpressure was reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.